Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the hemodynamic instability was not related to the dcs.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted with a 23-millimeter (mm) balloon. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The 29 mm valve was then partially deployed, however, valve under expansion and moderate paravalvular leak (pvl) were identified. The attending physician then contemplated completing a post-implant bav, but due to the patient's poor blood pressure control and dilation of the ascending aorta, it was decided to recapture the valve and complete a second pre-implant bav. A pre-implant bav was then completed with a 25 mm balloon. A new 29 mm transcatheter valve was then implanted. After implantation of the valve, mild pvl was identified. Per the physician, the patient's severe calcification on the right coronary cusp (rcc) contributed to the valve under expansion and pvl.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: n/a ; explant date: n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.